Event description:
It was reported a patient enrolled in a clinical study underwent right total knee arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2005 due instability. The femoral component and tibial plate were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay date of birth, which was unknown at the time of the initial medwatch.